Event description:
Customer reports they are experiencing problems with the table not moving during a retrograde cystogram on a male pt. No report of injury.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of investigation, a supplemental form will be submitted.